Manufacturer narrative:
Follow-up #1 date of submission 12/29/2015-product analysis: the device was returned and evaluated by product analysis on 12/11/2015 with the following findings: the complaint could not be duplicated or confirmed during investigation. Review of the pump¿s black box revealed no related alarms or issues. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the motor circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. It was noted that the rewind function stopped prior to completion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.